Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level over 400 mg/dl; cause was unknown. Customer performed a supply change and delivered a manual injections to address elevated blood glucose level. Recommendation was made to discuss diabetes management with a health care professional.